Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a seizure while using the dexcom continuous glucose monitoring (cgm) system. It is unknown if the seizure was related to the dexcom cgm or diabetes. Further event details were not provided. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.